Event description:
It has been reported to philips that the allura system did not properly boot up after several restarts. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use for a planned treatment/non-emergency treatment which was delayed and completed by restarting the system multiple times. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Fse checked and found host os disk sata cable was burnt-in and damaged. Fse repaired the host os disk sata cable. After repair system was working fine. The codes were updated based on the investigation outcome.